Manufacturer narrative:
The customer stated that the device is not available for investigation. A review of the device history record is pending. Reporter full phone no: (B)(6).

Event description:
The event occurred on an unspecified date (however the issue occurred starting on (B)(6) 2025) and involved a tego® connector. On the day the tego was installed on the catheter, the silicone seal of the device reportedly sank and blocked blood flow, preventing hemodialysis (causing system clotting). These alterations resulted in poor and inefficient blood flow in the machine, leading to sub-dialysis and, at times, system shutdowns due to alarms related to the altered blood flow. The damage to the patient is the loss of flow, preventing effective hemodialysis, and increasing the cost of the session due to the need to replace the tego pair more than once a week. There was no other clinical impact to the patient reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. During a review of the device history (DHR), a corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.